Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 419mg/dl. Customer stated that insulin pump had blank display. Customer had broken insulin pump, keeps beeping with red light. Customer performed troubleshoot but display did not return after pump restart. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.